Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The customer has continued to use the instrument with no further incidents. The cause of the event remains undetermined this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
Patient burn at electrode pad site. Ablation wand was (B)(4), console was a valley lab. (Competitor's). Shoulder arthroscopy. Post-op, burns were noticed on patient's thigh. Dressed with 3m bandage and antibiotic ointment; per the hospital administrator, the burn got worse before it got better, no additional hospitalization, patient has been in physical therapy only, no post op doctor visits yet. The wand and pad were discarded but the console has worked since the incident.